Event description:
The blood pressure monitor when used in accordance with MFR instructions gave readings that were too low. (Systolic 96-100-diastolic 46-56. Pulse -32- on callinf the MFR's customer service line rptr was told that the instrument (device) is not accurate and does not give good results with all individuals. "Why are they selling it?"